Event description:
It was reported to baxter (B)(4) that the reservoir of a half-day infusor device ruptured during a patient infusion. There was no patient injury, medical intervention necessary or adverse event in association with this condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). The customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.